Manufacturer narrative:
Additional narrative: (B)(4). Device is an instrument and is not implanted/explanted. (B)(4). Release to warehouse date: april 08, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the distal threads of the device were found to be worn and flattened. Unrelated to the complaint the etch was found to be worn and discolored, the proximal holes were found to be nicked and minor deformation was found on the proximal end of the device. The device could not be functionally tested as the tibial nail was not returned. The complaint was confirmed based on the worn/stripped condition of the threads. The relevant drawings were reviewed during investigation. A dimensional inspection of the distal threads was not performed due to the significant post manufacturing wear/flattening. No definitive root cause was able to be determined. It is likely that over 12 years of wear from use contributed to the complaint condition. No manufacturing or design issues were identified during investigation device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) extraction screws for tibial nails did not work as intended during a revision surgery on (B)(6) 2017. The patient was originally implanted with an unknown tibial nail and three (3) unknown locking screws on an unknown date. Two (2) extraction device threads would not engage (grip) the unknown tibial nail while the surgeon attempted to remove the unknown tibial. A conical extraction device from a non-synthes nail removal system was used to remove the unknown tibial nail. These events resulted in a thirty (30) minute surgical delay. The procedure was successfully completed. The patient outcome was reported stable. The patient was implanted with a new unknown tibial nail and (3) unknown locking screws. This complaint is linked to (B)(4) that captures the patient¿s serious injuries, (2) broken screws and the revision surgery. Concomitant device: tibial nail (part/lot unknown, quantity 1). (B)(4).